Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. See updates to d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation results, the issue was caused by a failed printed circuit board (pcb). The exact root cause could not be determined, but it is likely due to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited no video. The issue occurred during a diagnostic "bronc" procedure before sedation. The procedure was completed with similar olympus device. There were no reports of patient harm.